Manufacturer narrative:
Investigation completed on a smith medical cadd ms3 pump alarming blockage error and screen going blank was isolated and resulted in sensor issue. The dso sensor was replaced along with other issues not revealed in investigation results. S182 c181 r119 a DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information received a smiths medical cadd ms3 gray slate pump had a blockage line error and screen went blank. No patient adverse events reported.